Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia. The customer¿s blood glucose level was 24 mmol/l. The customer was treated with a bolus on the insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did not allege insulin pump was under delivering. The customer reported that the auto mode was not active during reported event. Customer reported insulin exited at the quick release. The device will not be returned for analysis. The insulin pump will not be returned for analysis.